Event description:
On (B)(6) 2012, consumer stated that after three weeks of use she believes that the enamel on her tooth began chipping off. Consumer states that there was one chip.

Manufacturer narrative:
On (B)(6) 2012, an email was sent to the consumer requesting a call back. On (B)(6) 2012, a voicemail was left for the consumer requesting a call back. On (B)(6) 2012, have not received a call back from the consumer. Have not received the unit, will file a follow up.